Manufacturer narrative:
Type of investigation not yet determined: (4118) additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery run test. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) who found the issue, replaced the batteries. He then completed the preventive maintenance (pm) with all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed the battery run test. There was no patient involvement.